Event description:
A customer reported that they have had cases of IV poles tipping due to the weight of the pump and modules causing a pt safety issue. The customer also reported that a person sustained a laceration to a thumb while catching a falling pump. There was no report of medical intervention provided for the laceration. The customer did not provide a MFR, make or model number of the pole. Although requested, no additional pt or event info has been provided.

Manufacturer narrative:
(B)(4). The pole has not been received for eval. The customer was directed to contact the MFR. It is unk where the customer purchased the IV poles and carefusion has not received any IV pole orders from this customer. The root cause of the tipping pole could not be determined.